Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event at the end of peritoneal dialysis (pd) therapy. The patient felt overfilled, further described as the homechoice was overfilling the patient. It was determined that the patient¿s drain volume was 3200ml and the patient¿s fill volume was 2000ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log did not verify the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. During evaluation, the device passed both the homechoice rite electrical test and the rite functional test. Internal and external inspection was performed and no issues were noted. A check of the pneumatic system found the pneumatic system working. A short simulated therapy was successfully completed. The sample analysis revealed no failure or device malfunction that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the reported issue was not verified and, therefore, a cause could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.